Manufacturer narrative:
A product analysis is anticipated; however, the product has not yet been received by cordis. Additional info has been requested and will be submitted within 30 days of receipt.

Event description:
When the package was opened, it was found that the catheter was fractured in two points, in the catheter's tip and in its body next to the distal tip.